Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer also alleged that when the insulin amount in the cartridge was below 40 units, the pump does not deliver insulin properly. Customer's blood glucose (bg) ranged from 300 mg/dl to 400 mg/dl. Customer addressed bg level with a temporary rate, boluses, and manual injections. Reportedly, customer continued to use the pump for insulin therapy.